Manufacturer narrative:
The used infusion manifold in the pouch was visually inspected and no obvious defects were found. The sample was tested in the returned condition with the lab stock combined components using the console. The sample primed and passed intraocular (iop) calibration successfully. No system message code appeared on the screen. No bubble or message code was occurred during fluid air exchange. With the infusion control on, fluid flowed from the cassette continuously without generating air to the infusion line. When the fluid/air exchange (f/ax) control was on, only air was introduced from the cassette to the infusion line. The root cause of the customer's complaint could not be established as the returned product was evaluated and met specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the gas liquid exchange did not work during a vitrectomy procedure. The product was replaced with a new product. There was no harm to the patient.